Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 68-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The automated impella controller (aic) had a controller error alarm. Clinicians were advised not to switch the aic unless the pump has a failure. The patient is a status two heart transplant and is pump dependent. No harm reported to patient due to the issue.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. B.7 information was added as it was inadvertently omitted from initial manufacturer device report number 1220648-2023-04846. D.2 common device name was revised since the initial manufacturer device report number 1220648-2023-04846 was submitted in accordance with updated procedures. E.1 fax number was added as it was inadvertently omitted from initial manufacturer device report number 1220648-2023-04846. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2023-04846 and should not have been. G.1 revised MDR reporting contact email since the initial manufacturer device report number 1220648-2023-04846 was submitted in accordance with updated procedures. Added fax number since the initial manufacturer device report number 1220648-2023-04846 was submitted in accordance with updated procedures. H.6 code 3221 was reported incorrectly on the initial manufacturer device report number 1220648-2023-04846 in accordance with updated procedures.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The impella device and data logs were returned for evaluation. The root cause of the controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed